Event description:
It was reported that the pump touch screen was unreadable. Reportedly, the screen was blue which blocked graphics and text. There was no impact to the customer¿s blood glucose. Reportedly the customer reverted to manual injections for insulin therapy.